Event description:
Loaner instrumentation set contained type ii (most current design) glenoid drill guides. Surgeon drilled holes in glenoid using these type ii guides. Surgeon slected implant (type I) from sales reps inventory for implantation. The pegs of the implant did not match the drilled holes in the glenoid.